Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure. According to the complainant, the physician had difficulty loading one of the mesh carriers onto the delivery device tip. The physician completed the procedure with another solyx sling system without any patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine." The event, as reported, does not constitute an MDR reportable event, however, the analysis of the returned device revealed a reportable failure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. A visual analysis of the returned device revealed that the distal tip of the delivery device had detached and the clear tube of the deployment mechanism had buckled. It was also found that one of the mesh carriers had detached from the mesh. The detached delivery device tip and mesh carrier were not returned. The customer confirmed that the correct device was returned.